Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient's device reached elective replacement indicator (eri), and the patient did not feel well for almost two months. In addition, the family member indicated that patient is currently in the hospital with congestive heart failure due to the fact that the pacemaker was only pacing the lower chamber during that time. The implantable pulse generator (ipg) was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the clinic that the patient's condition was unrelated to the function of the pacemaker. No further patient complications have been reported as a result of this event.